Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously elevated sodium (na), potassium (k), and chloride (cl) results were generated by synchron lx20 pro clinical system for two patients. The results were reported out of the laboratory and questioned by ER doctor. Repeat testing on an alternate instrument produced lower results which were consistent with the patient conditions and the reports were amended. Patient treatment was not initiated or withheld based upon the false results reported.

Manufacturer narrative:
The samples were serum or plasma. Qc prior to the event was within the established ranges but qc after the event was out of the range high. The customer reran patient samples on the alternate instrument back to the last calibration and acceptable qc. Discrepancy was observed from the two patient samples of this report only. The customer only complained of sodium results, but bec review showed that potassium and chloride were also affected on patient #1. Bec hotline had the customer perform twice weekly maintenance, which appears to have corrected the issue. As of (B)(4) 2011, the customer had not reported any further issue.